Manufacturer narrative:
H10, h3, h6: the reported device, used in treatment, was returned for evaluation. There was no relationship found between the reported incident and the returned device. A review of the device history records for the reported lot number showed there were no indications to suggest that the product did not meet manufacturing specification or would not be able to perform as intended. A complaint history review concluded this was an isolated event. A review of risk management files found that the reported failure was documented appropriately. A review of the instructions for use found that the rate and depth of tissue ablation is affected by the set point selected. A visual inspection of the returned instrument shows no manufacturing abnormalities. No visual issues were observed. The data was extracted which revealed that the wand was activated previously and experienced an ¿ambient sensor not detected notification¿ error. The device connected to a known good controller, which revealed that the device performed as intended. The error was not present. The complaint was not confirmed. Factors that could contribute to the event reported include: inadequate suction or saline irrigation, and/or the controller or foot control which were not returned for evaluation. There were no indications that would suggest that the device did not meet product specifications upon release into distribution.

Manufacturer narrative:
(B)(6). Internal complaint reference (B)(4).

Event description:
It was reported that, during a rotator cuff repair, the werewolf flow 50 coblation wand was not functioning properly, and no soft tissue was being removed. The procedure was completed with a delay of 30 minutes or less, using a different device. No patient injury or other complications were reported. All available information has been disclosed. If additional information should become available, a supplemental report will be submitted accordingly.